Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The instructions for use and labeling were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheter was not suctioning. They went through all recommended troubleshooting steps and explained proper placement on the anatomy as well. Troubleshooting covered if the purewick urine collection system was not suctioning properly, then check the following: ensure tubing connections were connected properly, check collector tubing for blockage or flow restriction such as pinched or kinked tubing, ensure collection canister was sealed with the lid tightly closed, and verify suction by disconnecting purewick from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flew into the collection canister, replace the purewick catheter. Ensure overflow stop valve in collection canister was open. The valve floated to the top when the collection canister was full. The stop valve might close if the lid or canister was tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Customer informed me that they got a new part cap pf the canister and the tubing and still not suctioning.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheter was not suctioning. They went through all recommended troubleshooting steps and explained proper placement on the anatomy as well. Troubleshooting covered if the purewick urine collection system was not suctioning properly, then check the following: ensure tubing connections were connected properly, check collector tubing for blockage or flow restriction such as pinched or kinked tubing, ensure collection canister was sealed with the lid tightly closed, and verify suction by disconnecting purewick from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flew into the collection canister, replace the purewick catheter. Ensure overflow stop valve in collection canister was open. The valve floated to the top when the collection canister was full. The stop valve might close if the lid or canister was tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Customer informed me that they got a new part cap pf the canister and the tubing and still not suctioning.